Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this device is competitor product. The intial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation has been initiated. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
The patient was revised due to instability. During the procedure, the femoral head and acetabular liner were removed and replaced. Attempts to obtain additional information have been made; however, no more is available.